Event description:
Resuscitator bag was removed from package and inspected. It was noted that the spring in the manomater was turned sideways. The pressure manometer did not work. This was on a resuscitator used for peds and neo could have grave potential were it not discovered. No pt was involved. Manometer was installed on resuscitator by mercury at the factory.